Manufacturer narrative:
The product is available for evaluation, however, it has not yet been returned for analysis. The product, cypher select plus is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days from receipt.

Event description:
The information received, indicated that the operator took a cypher stent out of the package, and before it was placed in the patient, the operator discovered damage on the stent itself. The proximal part of the stent, approximately 1-1.5 mm of the "stent looked like it was loose" and standing apart of the balloon and the rest of the stent.